Manufacturer narrative:
One hyperflex device trach was returned for analysis. Upon arrival, the cuff was observed to be slightly inflated. A syringe was used to remove the contents of the cuff; failing to remove all contents. Air was then inserted into the inflation valve revealing that the balloon was significantly extended. Visual inspection confirmed that the teflon tubing was in place and inspection of the inflation lumen revealed that the lumen appeared to be bulging. The adjustable neck flange in relationship to the inflation lumen was inspected; noting that the lumen did not appear to be fully in line with the cutout section in the locking strap. The locking strap was then removed from the retaining pin, the cuff instantly inflated, and the inflation line and balloon deflated. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface.

Event description:
Information was received indicating that upon removal of a smiths medical bivona customized tracheostomy tube, the cuff would not deflate. It was reported that all the water was removed from the cuff and pilot balloon and was difficult to remove. The trach tube was removed, and the cuff was still inflated. Another trach tube was placed with no reported adverse effects.